Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/21/2017 with the following findings: moisture was observed in the battery compartment and behind the display lens. The battery compartment was found to be cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and moisture was found in the pump. This report is made based on results of investigation completed on 06/21/2017.